Manufacturer narrative:
The subject device was returned to omsc for evaluation and the user¿s report was duplicated. Also, omsc confirmed the following. - there was the mark of dropping water on the video connector socket. - there was vestige of water immersion inside of the video connector, furthermore water came out from the inside of the video connector. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc concluded that the cause of this phenomenon was attributed to the damage of the electric circuit in the video connector due to the water immersion. The exact cause of the water immersion cannot be conclusively determined, however there is the possibility of this phenomenon is attributed to the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image disappeared during an unspecified therapeutic procedure using the subject device. The user facility replaced the subject device with another device and completed the intended procedure. There was no patient injury associated with this report.